Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 49mg/dl at the time of incident and also had values like 60mg/dl, 510mg/dl, and gave corrections for 240mg/dl. The customer was treated low blood glucose values with carbs and the highs with manual injection and also insulin pump. Customer declined for troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test, excessive no delivery test and delivery accuracy test. The test minilink transmitter with the glucose sensor simulator and the test blood glucose meter communicates properly to the device. (B)(4).